Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pacing failure in bipolar, increase in threshold in unipolar and low impedance in both of bipolar and unipolar, and therefore, insulate damage of the lead was strongly suspected. It was noted that the right atrial (ra) lead threshold was also slightly high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.